Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed foreign material inside the pebax of the device. The device was further inspected in the pebax area under microscope to identify if there was damage on the pebax that could have caused the foreign material inside the pebax; and a hole was found in the pebax. A screening test was performed in accordance with bwi procedures. The returned sample was connected to carto3 system, and the force values were observed within specifications. It should be noted that device failure is multifactorial. Even though no force error was present during the screening test. Contact of blood with the sensor wires can trigger force sensor errors. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. It was initially reported by the customer that towards the end of the case when ablation was engaged, the force values displayed a spike of 5-10 grams and went up to over 50 grams at times. The physician was visualizing using intracardiac echocardiography (ice) and could confirm that those values were not true. The physician did not want to replace the catheter since only a dozen or so visitags were left to complete. The cable was replaced but the issue continued. The caller stated that they originally had two grounding pads and they disconnected those and tried to add a new single grounding pad and the spike signal was cut down in half. The case continued with the physician monitoring ablation using ice. The customer¿s reported force value issues is not considered to be an MDR reportable malfunction since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2022, the bwi pal revealed that a visual inspection of the returned device found a foreign material and a hole in the pebax area. These findings were reviewed and determined the issue of a hole in the pebax is an MDR reportable malfunction since the integrity of the device has been compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on (B)(6) 2022 and re-assessed it as MDR reportable.